Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: hyperion 6f spb3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The reported balloon rupture was likely due to case circumstances. It is likely that the balloon interacted with the heavily calcified lesion, causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric de novo lesion in the distal left anterior descending coronary artery with moderate tortuosity, heavy calcification and 99% stenosis. A 1.20 x 6 mm mini trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation with no resistance, however the balloon of the bdc ruptured during the first inflation at 6 atmospheres. The bdc was simply removed with no resistance and the procedure was successfully continued with a 1.25 x 10 mm non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.